Event description:
Same case as #6000089-2005-01482, 01483 and #6000093-2005-01128. It was reported that about 22 hours post a coronary drug eluting stenting treatment procedure, a thrombosis occurred and 5 days later the pt expired. The pt was initially admitted for unstable angina and acute coronary syndrome. The following day the pt was brought to the cardiac cath lab for a cardiac catheterization. Access was obtained through the right femoral artery. Diagnostic cardiac catheterization revealed 70-99% stenosis throughout the midly calcified proximal to mid left anterior descending (lad) artery and up to 70% stenosis in the obtuse marginal branch of the left circumflex coronary artery. The physician then proceeded to the intervention. A sheath was inserted into the right femoral vein. A 2.5x15mm voyager balloon was inserted and advanced to the target lesion. The balloon was inflated to 12 atm's. The balloon was removed and a taxus express2 2.5x12mm drug eluting stent was advanced to the mid lad lesion and inflated to 10 atm's. A taxus express2 3.0x20mm drug eluting stent was deployed in the proximal lad, inflating the balloon to 10 atm's. A perclose hemostatic device was deployed. A small hematoma developed at the right groin site after a failure of the hemostatic device occurred. The device was removed and manual pressure was applied and then a femstop was applied. The procedure was complete with a successful ptci and stent implantation. The pt rec'd a nitroglycerin drip and angiomax during the procedure. Early the following morning the pt became hypotensive, the ck-mb was elevated, EKG showed a right bundle branch block and a new left anterior fascicular block and evidence for anterior wall mi. The pt had no complaints of chest pain and the telemetry did not show any evidence for st segment elevation. She was brought back to the cardiac cath lab because of the abnormal EKG, cardic enzymes and hypotension. Sheaths were placed in both the right femoral artery and vein. Injections of the left coronary artery revealed a totally occluded lad at the ostium, most likely because of subacute thrombosis. A pronto extraction catheter was inserted in the area of suspected thrombus and aspiration was performed twice. A taxus express2 2.75x20mm drug eluting stent was placed in the mid lad. The stent balloon was inflated to 12 atm's and twice to 14 atms's. The pronto extraction catheter was used again for aspiration. Then a taxus express2 3.0x8mm drug eluting stent was placed in the proximal lad. The stent balloon was inflated to 9 atm's and again to 10 atm's. The pronto catheter was used once again for aspiration and then removed. Only timi 2 flow was established through the lad. The arterial sheath in the right femoral artery was removed and a 34cc intra-aortic balloon pump was inserted. The pt's status at the end of the procedure was stable; the prognosis was "guarded to poor". Angiomax, nipride and heparin were administered during the reintervention procedure. The pt was transferred to the cardiovascular unit. Five days later the pt went into multisystem failure and died.